Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number 6011996 and similar malfunction codes leakage from infusion site - not device related. The review confirmed that lot 6011996 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Device history record (DHR) review: the lot 6011996 was manufactured according to the work instruction (wi) version 82 and manufactured in multivac m12 on 22-may-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: no device, components, or physical evidence were available for evaluation; therefore, visual inspection and retain-sample testing could not be performed. Based on the event description, assigned malfunction code, and the limited information provided, the reported failure could not be confirmed. Conclusion: no further investigation activities were required. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011996 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 800 mg/dlat the time of event and the patient got treated with dapagliflozin and insulin drip. The patient also had symptoms like feeling sick and vomiting the length of hospitalization was greater than 24 hours. No further information available.